Event description:
During implant a teo dr was pacing without capture when in the pocket. The pocket was manipulated. In unipolar setting for pacing there was no capture on pacing pulses. Pacemaker was not yet switched to bipolar.can you see what happenend in the technical files? Please explain what happened during this procedure, if possible, from files.

Manufacturer narrative:
The first ventricular lead impedance measurement successfully passed (below 3000 ohms). - at the end of the uni+bi phase, the ventricular lead impedance measurement in unipolar mode did not pass twice (above 3000 ohms). At the third attempt, the ventricular lead impedance measurement was correct. - the reason why the first two attempts were not successful cannot be determined with the files provided. Nevertheless, a likely hypothesis would be that the pacemaker was out of the pocket while the unipolar ventricular impedance measurement was performed. - based on the available information, no issue is suspected on the subject pacemaker. For more details, please refer to the attached analysis report.

Event description:
During implant a teo dr was pacing without capture when in the pocket. The pocket was manipulated. In unipolar setting for pacing there was no capture on pacing pulses. Pacemaker was not yet switched to bipolar. Can you see what happened in the technical files? Please explain what happened during this procedure if possible from files.